Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2/15/2019: updated event description: it was reported that on (B)(6) 2018, a patient underwent implantation of femoral neck system (fns) on an unknown surgery. After the surgery, the femoral head rotated and the date of occurrence is unknown. On (B)(6) 2019, reoperation will be performed to remove the femoral neck system (fns) implants and an artificial hip joint will be implanted. It was reported that the devices were successfully removed on (B)(6) 2019. Concomitant device reported: unknown plate ( part # unknown, lot # unknown, quantity 1); unknown screw ( part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices.

Event description:
It was reported that on (B)(6), 2018, a patient underwent implantation of femoral neck system (fns) on an unknown surgery. After the surgery, the femoral head rotated, and the date of occurrence is unknown. On (B)(6), 2019, reoperation was performed to remove the femoral neck system (fns) implants and an artificial hip joint was implanted. The procedure was successfully completed, and all devices were successfully removed. It was unknown if there was surgical delay. There was no patient outcome reported. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1); unknown screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional data- device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown fns antirotation screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent implantation of femoral neck system (fns). On an unknown date after the surgery, the femoral head rotated. On (B)(6) 2019, reoperation was performed to remove the fns implants and an artificial hip joint was implanted. The procedure was successfully completed, and all devices were successfully removed. There was no patient outcome reported. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1). Locking screws (part: unknown, lot: unknown, quantity: 1). This report is for an unknown fns antirotation screw. This is report 2 of 2 for (B)(4).